Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was done under general anesthesia. After the spaceoar vue procedure, computed tomography (CT) was performed and indicated a possible rectal wall infiltration. After review of the images, gel misplacement in the rectal wall was confirmed on magnetic resonance imaging (MRI). A biopsy was performed transrectally months in advance of the spaceoar procedure to give adequate time for the rectum to heal. There were no patient complications reported as a result of this event, patient was fine with no side effects or adverse events and patient received external beam radiation therapy (ebrt).